Event description:
The patient's husband reported that his wife went to the emergency room for hyperglycemia and vomiting. He stated that her pod was activated on (B)(6) at 11:50am. He provided the following blood glucose history. At 8:59am, her result was "high" (>500 mg/dl). She gave herself a 5u bolus at 9:13am. She was vomiting, so she went to the emergency room. At 11:03am, the pod was removed in the hospital. There, they noticed a dried blood clot in the cannula. She was given medication to stop the vomiting, and she was put on intravenous fluids and an intravenous drip. When she was released from the hospital, her blood glucose level was 102 mg/dl.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition was found that would have contributed to the reported hyperglycemia and emergency room visit. Fluid was observed exiting the distal tip of the cannula, indicating no internal occlusion. Lot qualifications records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."